Event description:
It was reported that the healing abutment did not fit into the implant.

Manufacturer narrative:
One certain® bellatek® encode® healing abutment was returned for inspection. Visual inspection revealed wear about the collar and the threads. The hex head was also slightly worn, but functional. The implant that allegedly would not mate was not returned for inspection. Returned devices were examined visually. Product was functionally tested. Abutment seated as normal. Complaint is unconfirmed. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. UDI (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.